Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. When the advanix stent was inserted, there was difficulty advancing it through the working channel. While attempting to advance the stent, the sponge detached and obstructed in the working channel. It is unknown if a water-soluble lubricant was applied on the biopsy cap prior to use. The procedure was able to be completed using another device. There were no patient complications reported as a result of this event.